Event description:
During a primary surgery, the size 5 broach was seated. Size 5 implant cracked calcar one (1) cm proud. Removed implant, cabled and put in a 13.5 aml stem after reaming and broaching. This caused a 30-minute surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.